Event description:
It was reported that this patient experienced a ventricular tachycardia (vt) storm and was hospitalized due to lack of anti-tachycardia pacing (atp). Boston scientific technical services were contacted and it was discussed the patient's vt morphology was very sudden and unpredictable with the current programmed settings. Reprogramming options were discussed to prevent un-treated vt storms in the future. At this time, the device remains implanted and in service. The patient was stable with no additional adverse consequences reported.